Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case and adjust belt messages) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation, the rear response button was unplugged from the connector. The root cause of the non-functional response button cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported adjust belt messages, the monitor was damaged, and the response buttons were non functional.